Manufacturer narrative:
The reported event was duplicated. Upon disassembly for visual inspection the service technician observed socket and motor corrosion.

Event description:
It was reported that during testing at the user facility the core impaction drill was overheating. As there was no procedure associated with this event, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.